Event description:
The customer reported that their asi was flashing red. They performed a manual self-test, after which the asi returned to flashing green. However, the following day, the asi light began flashing red again. The customer further reported they repeated the manual self test and replaced the 9-volt battery; each time, the asi initially flashed green, but reverted to flashing red. No specific AED details were provided.

Manufacturer narrative:
The customer was referred to their distributor for further assistance. The distributor successfully troubleshot the device, and after replacing the battery pack with a new one, the unit operated as intended. The battery pack associated with this complaint was not returned and thus the root cause could not be determined.